Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a "pinging" in their chest. A possible dislodgement was also noted on the right ventricular (rv) lead. Capture could not be confirmed on the electrograms (egm). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.